Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with retrograde approach. The 90% stenosed target lesion located in the moderately tortuous and moderately calcified shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 22 atmospheres for 60 seconds, the balloon ruptured. Subsequently, additional dilatation was performed with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.